Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that several basal values found in the total daily dose history had not been programmed by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: during investigation, the pump booted to the verify screen with audible and vibratory features. A review of the total daily dose history and the basal history showed instances of the temp-basal program being set on (B)(6) 2014, (B)(6) 2013. The pump was exercised for a 24 hour duration period with a 1.0u/hr basal program; no temp-basal programs were recorded in the history during testing. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Unrelated to the history settings issue, the display screen was observed to be discolored, but was able to be safely read. The complaint was observed in history but not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.